Event description:
The user's hearing performance with the device was poor. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: damage to the active electrode, as consistent with minute device mobility, was determined to have led to device failure over time due to fatigue wire breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was poor. The user was re-implanted on (B)(6) 2021.